Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged after implant resulting in poor sensing and non-capture. The lead was attempted to be repositioned but had undersensing and dislodged multiple times throughout the procedure. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.